Manufacturer narrative:
Patient medical history includes but is not limited to: aaa, pvd, hypertension. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoprosthesis: migration, dilatation, endoleak

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. On (B)(6), 2022, the patient underwent follow-up computed tomography angiography wherein the physician identified a type 1b endoleak was present and decided to treat it. The physician decided to extend the original device in the right common iliac artery (rcia) as it had migrated approximate 4cm proximally due to disease progression (dilation of the rcia) distal to the original device. Two additional contralateral leg components were implanted to seal the rcia. In addition, the physician also extended the original graft on the left side with a contralateral leg component to ensure long-term seal although no type 1b endoleak was identified on the left side. The endoleak resolved, and the patient tolerated the procedure well. Patient is reported to be doing fine.

Manufacturer narrative:
H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.